Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and had frozen screen. Customer also reports that they had leak at o-ring also they had cracked belt clip at the middle. Customer states insulin pump exposed to fluid as insulin in reservoir compartment. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Product will be return for analysis.